Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician alleged that the atrial lead was bent and the helix had difficulty extending. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events of a helix mechanism issue and lead body bent were not confirmed. As received, a complete lead was returned for analysis. Visual examination found the helix was retracted. After applying torque directly to the connector pin, the helix could be extended and retracted. Visual and x-ray analysis found no signs of the lead being bent. Electrical testing found no shorts or conductor fractures.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.